Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead and right ventricular (rv) lead dislodged and exhibited high thresholds the next day after implant. Both leads were revised and remained in use. No patient complications have been reported as a result of this event.